Event description:
It was reported during a left ventricular tachycardia ablation procedure the patient suffered an av block. The left ventricular tachycardia was mapped using the ensite velocity system. During the first rf delivery with the cool path due ablation catheter, at 30 watts and 40 degrees celsius, under the mitral annulus an atrial ventricular block occurred. The procedure was ended. To treat the av block an ICD was implanted. There was no device malfunction reported and the patient was noted to be "fine" after the event. No other information about the procedure or patient was available.

Manufacturer narrative:
The device was not received for analysis. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.